Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly. There was no reported adverse impact. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Unexpected shutdown was verified. Battery issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.